Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was undergoing a procedure to replace the patient's generator due to the generator having reached its elective replacement interval. During the procedure, fluoroscopy identified the patient¿s lead as having externalized conductors. As such, the lead was capped and replaced on (B)(6) 2018. The patient was in stable condition throughout.